Event description:
A year old male pt was to have laser ablation of a lesion that was obstructing his airway. When the laser was to be in use, no greater than .40 fi 02 was to be used by anesthesia. When the laser was turned on, there was a flame in the tracheostomy cannula. Laser was turned off. The scope and annula were removed revealing erythema and burn to skin around the tracheostomy stoma. The anesthesia was 1.00 fi 02 when this occurred. There was no problem with the product.